Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a system error (se) 2240 (air in set) was not confirmed and the cause could not be determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during drain 3 of 7. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the reported event. The cg stated they could not determine the cause of the alarm. The cg stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The cg stated that they were able resume therapy successfully with new supplies. The cg stated the home patient has had no injury or medical intervention from this incident.